Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for device exchange out due to eri. Prior to the procedure, high out of range hv impedance rv-can was observed. The device was replaced, and measurements were all normal performing several times with provocation. There were no adverse consequences to the patient. Patient was stable throughout.